Event description:
It was reported that the coating of the guidewire tip fractured. The target lesion was located in the left peroneal artery. A 300cm, 8cm v-18 control wire was selected for use in a left lower limb arteriography procedure for arteriosclerosis obliterans of the lower extremities. During the procedure, the guidewire was repeatedly advanced and withdrawn through a severely occluded and calcified lesion within a mildly tortuous vessel. Resistance was noted prior to the event. Subsequently, the coating of the guidewire tip fractured within the left peroneal artery. It is unclear whether the fractured fragment remained inside the blood vessel or under the skin. The fragments were reported to be few in number and had not migrated. The physician determined that removal was not necessary, and no retrieval attempt was made. After evaluation of the risks and benefits, the patients family agreed to leave the fragment in place. No further patient complications were reported as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter phone number: (B)(6).